Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/18/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: an empty opened foil, a paper lid, an empty winding former, a detached needle and a needle-suture piece of product code z149h were returned to ethicon inc for analysis. In order to evaluate the conditions of the returned sample, the swage and attachment area were noted to be as expected and no suture remnant could be observed at the barrel hole. During the visual inspection of the suture, marks on the surface due to use were found and the insertion end was not observed due to the needle was cut from the strand. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue/location was suturing when pull off occurred? Pancreatic duct. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of this suture needle pull off event? No further information is available.

Event description:
It was reported that a patient underwent a pancreatic head tumor resection surgery on (B)(6) 2021 and suture was used. During the procedure, while sewing the pancreatic duct, the suture needle pulled off. The inside of the abdominal cavity was checked, and the needle was found. It was removed and suture was reperformed with another needle-suture no adverse patient consequences were reported. Additional information was requested.